Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2002 and the mesh was implanted. In (B)(6) 2002, the patient had rectocele cure and cystocele. In 2004, the patient experienced cystocele and anorectal pain which begins to become disabling. In 2009, the patient experienced myofascial and vaginal pain, interstitial cystitis and cessation of intimate relation. In 2010, the patient received a re-education session for reaction myofascial syndrome of the ani levator muscles and internal obturators on possible neuralgia of the left pudendal nerve. Neuropathy pain with intermittent development was also reported. The pudendal nerve area was positive with a decrease of the pain in sitting posture due to the immediate impacts of the infiltration. Currently, the patient is experiencing articular and genital pain and cystocele cannot be operated because of pain. No further information is available.